Manufacturer narrative:
Patient identifier: requested, not available due to hospital policy. Age & date of birth: requested, not available due to hospital policy. Patient sex: requested, not available due to hospital policy. Weight: requested, not available due to hospital policy. Ethnicity: requested, not available due to hospital policy. Race: requested, not available due to hospital policy. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the collagen slipped into the artery while using the angio-seal device involved. On (B)(6) 2022, the physician performed a head angiography; however, during the angiography, a large amount of thrombus developed. A thrombus aspiration was performed immediately. Additional information was received on (B)(6) 2022: when the angio-seal device was inserted into the artery, the physician felt the assembly was inserted too deeply, however the procedure was continued as it was. The device was then inserted, the collagen was deployed, and the suture was cut; however, hemostasis was not completely achieved. Therefore, manual compression was applied, and hemostasis was achieved. The patient was returned to the ward and hemostasis was found to be insufficient, and the surgery department performed a surgery for hemostasis. During the surgery, it was found that the device had penetrated the superficial femoral artery (sfa) and reached the deep femoral artery (dfa). A computerized tomography (CT) scan confirmed substances around the knee, the anchor had migrated. A surgery was performed to remove the anchor and collagen from the patient. The surgeon then checked the residual substances in the patient's body; however, nothing was found or retrieved. There was no calcification, stenosis, or bifurcation at the puncture site. There was no health damage to the patient. Hemostasis was successfully achieved by manual compression. The event occurred post-treatment. The estimated blood loss was less than 250cc's. No equipment or other devices were used with the involved product. A dissection had occurred. The puncture site was in the left femoral artery.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The sample was not available for evaluation. The complaint was able to be confirmed. The likely cause of the event was determined to have been device use against the instructions for use (IFU) indications resulting in collagen deposition. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).